Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. The mfg records for top assembly batch 8892146 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number.

Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The 75% stenosed lesion was located in the calcified right coronary artery (rca). A 3.00mm balloon was used, but failed to dilate the lesion. The 3.00 balloon was replaced with the quantum maverick monorail catheter. The quantum maverick monorail balloon ruptured at 20 atms on the initial inflation. The procedure was successfully completed with another quantum maverick monorail catheter. No pt injuries or complications were reported. Pt status is reported "good".